Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open radical prostatectomy, the device was difficult to open and close. No patient harm.

Manufacturer narrative:
One device sample was received for evaluation. The returned product met specification as received. The reported conditions were not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.